Event description:
The customer alleged, that the "image quality'' is poor on small paediatric extremities, because there is too much noise and images are not clear enough to see fine bony details.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report. (B)(4).